Manufacturer narrative:
(B)(4). The customer returned one guide wire, catheter, and product lidstock for evaluation. The guide wire is unraveled, and no definite signs-of-use were observed. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks/bends along the guide wire body. The distal end of the core wire is broken and protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire is broken adjacent to the distal weld and that the weld is present at the end of the coil wire. The exposed distal core wire tip is rounded and discolored at the point of separation. Both welds appear full and spherical. The major kink in the guide wire body was measured at 426mm from the proximal tip. The bend in the guide wire body was measured at 29mm from the proximal tip. The broken core wire measured 602mm in length, which is within the specification of 596-604mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire measured 0.800mm which is within the od specification of 0.788-0.826mm per guide wire product drawing. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.